Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred leading the customer to revert to manual injections for insulin therapy. The customer performed their own troubleshooting and no blockages were found when the occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, there were temperature changes to the pump prior to the occlusion alarms occurring. Tandem technical support advised the customer to wear the pump in a case to prevent temperature changes to the pump.